Event description:
A peritoneal dialysis patient called fresenius technical support regarding not draining and no alarms. The patient was not connected when the call was placed. The patient stated her cycler was not draining her properly and today she is very full. The patient stated her normal weight is (B)(6) and today her weight is (B)(6) lbs. The patient stated that after she finished with the cycler she tried to drain manually and she drained extra solution. The patient also mentioned that her nurse checked her records and the cycler is not draining her properly. The patient requested another cycler, the patient also added that in the middle of the month her clinic is switching her to baxter cyclers. Per pd nurse (B)(6), patient's issues started when she traveled due to a family emergency. Patient was advised to do treatments but was noncompliant and did not perform treatment for 1-2 days. Fibrin started to build up, may have clogged the pd catheter causing drain issues. Patient continued to have drain problems with the cycler and reverted to using manual treatments only (capd). On (B)(6) 2012: patient admitted to hospital with fluid overload. While in the hospital, the patient was diagnosed with peritonitis. The pd catheter was subsequently removed due to catheter malfunction and peritonitis.

Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. After tightening the mushroom heads, all functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical department. Per the pharmocovigilance physician, there is no report of device malfunction which could have caused incomplete dialysis treatments and fluid overload. Patient has a history of incomplete draining likely due to catheter problems from fibrin, as well as low ultrafiltration.